Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer for evaluation at the time of this report. A device history record review could not be conducted since the lot number was not provided. No conclusion can be established at this time based on the lack of device of sample. Customer complaint cannot be confirmed due the lack of device sample to perform a proper investigation and determine the root cause. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device does not nebulize. Alleged issue reported as detected during testing prior to a patient use. No patient involvement reported. No patient impact or consequence reported.

Manufacturer narrative:
(B)(4). One (1) unit of subassembly ph12136 "028 neb adaptor phantom holder" was received for analysis. This subassembly is part of the fg 031-28 "neb adaptor 028, non-sterile, shelfpak" related to this customer complaint. During visual inspection it was observed that the puncture pin protector was missing. No other issues were found. The sample was the tested on oxygen entrainment test with no functional issues. During the functional test, no unusual noise was detected in the product. Customer complaint cannot be confirmed, since the sample was found to be within functional specifications. The sample was tested according oxygen entrainment testing and no issues were found during testing.

Event description:
Customer complaint alleges the device does not nebulize. Alleged issue reported as detected during testing prior to a patient use. No patient involvement reported. No patient impact or consequence reported.